Event description:
It was reported that a patient underwent an obturator sling procedure on an unknown date. At one week post-operative, the patient experienced feeling very uncomfortable with pain going into the groin area. Also, upon the two week post-operative appointment, the patient was very tender along the area where the tape was placed vaginally. At the six week post-operative visit, the patient still was tender with a "wedgie feeling" with sensation radiating into the thighs. The surgeon stated the initial procedure had gone well with little or no bleeding and without difficulty. After the patient's eight week post-operative appointment, the surgeon took the patient back into surgery because the mesh under the vaginal area seemed to be tightening up and very tender. The surgeon released the mesh on both sides and over sewed the vaginal tissue and the tension was then gone. However, the patient is now one week out from second surgery and states the vaginal tissue is better, but while walking, senses barbed wire sensations from mesh on both sides.

Manufacturer narrative:
Date sent to the FDA: 09/29/2009. Conclusion - no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.